Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue upon investigation of the actual device used in this incident it was determined that the half height drawer 5.1 drawer control board and module control board were faulty a field service engineer investigated and replaced the board to resolve the issue the system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to power on and showed no signs of power. The customer attempted to turn it on and heard a clicking noise, but the screen remained black. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.